Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dexcom receiver did not alert. The patient reported that he passed out because he did not receive an alert from the receiver. He was not sure what the continuous glucose monitor (cgm) value was or if there was any error. His wife was also not aware what was on the receiver when he passed out, as neither of them were interacting with the device at the time. However, he stated that the receiver was in front of him with the volume loud enough to normally be heard. When he woke up, he was already at the hospital, after his wife had called for an ambulance. He was hypoglycemic with a blood glucose (bg) of about 50 mg/dl. He could not remember if he was given any medication, but he reported that he was given a turkey and cheese sandwich and a banana to make his glucose go back to normal. He was released the same day after two hours. His glucose at the time of discharge was 172 mg/dl but it was rapidly changing. At the time of the report three days later his bg was 152 mg/dl via fingerstick, and he was feeling much better, but his glucose still was changing frequently and unstable. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.